Event description:
The user facility reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the tome bowed slightly when the user activated the electrosurgical unit and the cutting wire "exploded." The procedure was completed using a different device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the cutting wire at the distal end was noted broken off from the sheath. There were evidence of char marks on the broken cutting wire, which likely caused the user's experience. There was evidence of biomaterial inside the working length. The handle, slider, and the other portion of the sheath were inspected with no damages found. The device was forwarded to the original equipment manufacturer (OEM) for further investigation. This report is being submitted as a medical device report in an excess of caution.